Event description:
It was reported that there was an infuser failure, as it displayed the message, "input occlusion." The problem was observed three hours after the installation, and there was no patient harm. The client confirms that they received appropriate training and orientation, and the product was used according to the instructions.

Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 3852988 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.